Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Since the lot number is unknown, the full UDI number can not be provided. (B)(4). The blood under the outer coating of the catheter at the tip was assessed as not reportable. Additional information was requested on this issue. However, no clarification was provided. With the information available at the time, this issue seemed to be foreign material inside the pebax. There was no physical damage reported to this area. Therefore, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The blood / fluid described coming from the handle was assessed as not reportable as it was highly detectable and the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the catheter and it was noted on august 20, 2015 that there was reddish material found under the pebax and also a small hole was found on the pebax. Since there is a small hole found in the pebax reflecting that the catheter integrity was not maintained, this issue has been assessed to a reportable malfunction. Therefore, the awareness date is august 20, 2015.

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter and the bwi failure analysis lab noted the returned catheter condition of a small hole found in the pebax. It was initially reported that the stockert 70 system displayed a temp limit error and stopped ablation. The physician noted blood on the handle of the catheter which seemed to be coming from inside the handle. They cleared the error on the stockert 70 system. They did not exchange the catheter or cable. They cleaned off the catheter handle and the procedure continued. At the end of the procedure, the catheter was cleaned off and could see what appeared to be blood under the outer coating of the catheter at the tip. This condition was not noted prior to use of the catheter. The physician did not feel any resistance while introducing or retracting the catheter from the sheath. Also, there was no issue in maneuvering the catheter. The 8.5f slo sheath was used. The generator was set to power control mode, temperature cut off at 50 degrees, impedance cut off at 250 ohms and minimum cut off at 50 ohms, and titration of power between 25-40 watts throughout the case. The system did cut off the ablation when the temperature cut off value was exceeded. The procedure was completed with no patient consequence. The temperature limit error was assessed as not reportable since the generator stopped delivering radio frequency. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
An update has been made to the product analysis conclusion as some additional investigation was performed on the returned device. Upon receiving, the catheter was visually inspected and a hole was found in the clear sensor sleeve (pebax). Reddish brown material similar to human blood was observed inside. A scanning electron microscope (sem) testing was performed over the area of catheter and results showed clear evidence of mechanical damage on dome and electrode #2 . Moreover, the pebax material presented evidence of scratches and rupture. Considering that the pebax damaged section was found in the same line where the mechanical damage was located, it is very likely that the same object caused both damages having as a result the blood entering into the device covering all internal components and causing catheter temperature failure. An internal corrective action has been opened to investigate the damaged pebax on the smart touch families. Further investigation revealed that catheter pebax area had a mechanical damage and deformation consistent with damage observed on an entangled device. However this issue was not reported on the original complaint nor was confirmed on the subsequent follow ups. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to investigate the damaged pebax on the smart touch families. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Correction on the lot number. Originally it was reported that the lot number was unk_d-1327-04-s (unknown). However, during the biosense webster analysis, they were able to extract the lot number of 17259077m. (B)(4). It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter. It was reported that the stockert 70 system displayed a temp limit error and stopped ablation. The physician noted blood on the handle of the catheter which seemed to be coming from inside the handle. They cleared the error on the stockert 70 system. They did not exchange the catheter or cable. They cleaned off the catheter handle and the procedure continued. At the end of the procedure, the catheter was cleaned off and could see what appeared to be blood under the outer coating of the catheter at the tip. Upon receiving, the catheter was visually inspected and a hole was found in the clear sensor sleeve (pebax). Reddish brown material similar to human blood was observed inside. A scanning electron microscope (sem) testing was performed over the area of catheter and results showed clear evidence of mechanical damage on dome and electrode #2. Moreover, the pebax material presented evidence of scratches and rupture. Considering that the pebax damaged section was found in the same line where the mechanical damage was located, it is very likely that the same object caused both damages having as a result the blood entering into the device covering all internal components and causing catheter tempertature failure. An internal corrective action has been opened to investigate the damaged pebax on the smart touch families. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. An internal corrective action has been opened to investigate the damaged pebax on the smart touch families.